Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status earlier than expected, in (B)(6) 2010. The current monitoring voltage was 2.64v with a charge time of 25.3 seconds. It was noted that the patient did not hear beeping tones from the device, but other people around the patient did.

Manufacturer narrative:
Technical services discussed that eri was triggered by charge time and that therapy remained available. However, the charge times would continue to increase. The clinician planned to turn off the beeping and schedule the patient for replacement. Available information indicates the device remains in service without further complication. No adverse patient effects were reported. This report will be updated when additional information is received.

Event description:
--

Manufacturer narrative:
The device was later explanted and was replaced with another boston scientific ICD. The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.